Manufacturer narrative:
The insulin pump was received with dose too big error alarm during rewind due to corroded motorhome switch. Device passed the self test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error alarm due to pump dose too big error alarms. Device was received with scratched case, serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a pump error 37 and was not able to rewind. Customer's blood glucose was 22.8 mmol/l. Insulin pump would be replaced.